Event description:
The product, a ureteral stent, was inserted during surgery to allow kidney drainage following anastomosis of the right ureter. Some time after insertion the stent developed fractures. The pt returned to surgery, as planned, for removal of two stents. The left stent was removed but the surgeon was unsuccessful in removing the fractured stent. He brought the pt back to surgery later and removed the fractured stent. There was no damage to the ureter.